Manufacturer narrative:
Sections with additional information as of 17-feb-2026: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-030: description. User applied blood to strip before inserting strip into meter.

Event description:
Consumer reported complaint for error message (e-3). The customer stated she has been losing weight and reported feeling symptoms of being thirsty and hungry all the time regarding their diabetes; customer stated she has been calling her doctor for about 2 weeks. Per the customer the doctor has not given her any recommendation, and she has an appointment on (B)(6) 2025. During the call, a back-to-back blood test was not performed by the customer. Per customer, the product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/25/2026 and per the customer the open vial date is 2 weeks ago.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer in a follow-up call on 20-nov-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported.